Manufacturer narrative:
The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. (B)(4).

Event description:
During a peripheral atherectomy procedure using a csi orbital atherectomy device (oad), a slow flow event occurred. The target lesion was treated using multiple passes with the oad at low speed. When imaging was performed, the flow was slower than anticipated. The lesion was treated again using multiple passes with the oad at medium speed, however the flow was still observed to be slow. Balloon angioplasty was performed and vasodilators were administered, however the slow flow was not resolved. Balloon angioplasty was performed again in multiple locations within the vessel, however the procedure was completed without resolution of the slow flow. The patient remained hospitalized, and an ulcer present on the toe of the patient prior to the procedure was noted to worsen. Amputation of the toe was performed on (B)(6) and the patient was discharged on (B)(6). Per the physician, the amputation was unrelated to the performance of any csi device.